Manufacturer narrative:
Investigation found that the pump's volumetric accuracy tests were not within +/-5%. The pump was calibrated to resolve the issue.

Event description:
Customer reported that the infusion was low during testing. They could not provide any further info such as rate, dosage, or the alleged amount.